Event description:
It was reported that during a low anterior resection procedure, the stapler only cut, instead of cutting and stapling. The rectum was open, they took a new device to finish the procedure. The procedure was prolonged 15 minutes. There were no adverse consequences for the patient. (B)(6).

Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by the affiliate.information anticipated, but unavailable at this time.